Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, the cause for difficult leaflet grasping appears to be due to challenging patient anatomy. The unspecified tissue injury appears to be due the difficult leaflet grasping. The reported patient effect of tissue damage is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult due to mitral annulus calcification (mac). The clip was deployed medial to a2/p2, reducing mr to 3. It was then noticed that a chord had torn on the posterior leaflet which was believed it occurred during the initial grasp. The physician decided not to continue the procedure due to calcium on annulus and lack of healthy leaflet. Only one clip was implanted with 1 grade reduction. The next day, the patient was feeling well. The physician will follow up with the patient in 30 days and decide next steps. No additional information was provided.